Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. The customer's blood glucose level was 224 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, cartridge alarms 20 and 30 were verified, and cartridge alarm 5 was unable to be identified.